Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37752, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for other chronic/intract pain (trunk/limbs) reported via the manufacturer¿s representative (rep) they were compliant with recharging, but started having issues with the recharger where the screen was blinking continually and making click sounds (not the typical clicking sounds), so they were unable to charge the implantable neurostimulator (ins) and it became overdischarged. The rep. Tried performing two physician mode recharges but they were not successful in addressing the overdischarge, so a new recharger was going to be sent since the recharging was continuing to blink and make a clicking sound. Additional information was received from a manufacturer representative (rep) on (B)(6) 2016. It was reported that the patient was being scheduled for a revision.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number (B)(4)) found that the battery was at end of service due to three overdischarges.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Product ID neu_tlock_anchor, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a manufacturer representative (rep) reported that an analysis report was requested for the returned device and it might be disassembled for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had a surgery unrelated to the implantable neurostimulator (ins) on (B)(6) 2016 and wanted their ins system upgraded to a full MRI compatible device. It was noted that they had issues with their charger and a new charger was issued with the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.